Event description:
It was reported that the procedure was to treat a heavily tortuous distal right coronary artery. A xience skypoint was advanced to the lesion without issue. During attempted deployment, the balloon was inflated once at 10 atmospheres, but failed to inflate. The balloon was attempted to be inflated for deployment of the stent several times, but continued to completely fail to inflate. The inflation device was replaced and the balloon was attempted to be inflated again but failed. It was then noted that the hub of the device was leaking. A new xience skypoint was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak and activation failure were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Return analysis identified a crack in the sidearm that likely caused the reported leak and subsequent activation failure. A definitive cause for the cracked hub could not be determined; however, factors that may contribute to cracked hub include, but are not limited to, supplier processing error and damage to the hub due to over torquing the inflation device. Additionally, it should be noted that there was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.